Event description:
It was reported that this implantable pulse generator (pacemaker) showed far-field oversensing, ventricular signals sensed in the atrial channel. This caused premature atrial captures to be declared. The atrial sensitivity was reprogrammed, and the patient will continue to be monitored. This pacemaker remains in service and no adverse patient effects were reported.